Event description:
Procedure: lap living donor nephrectomy. According to the reporter: the grasping force was weak and the device was difficult to cut the tissue. Four devices had the same problem. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).